Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly.

Event description:
It was reported that the customer jumped in the pool and water under the display was observed. Troubleshooting was performed. No further info was provided.